Manufacturer narrative:
No specific patient result, identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned sodium results while using the architect c8000 processing module. The customer did not identify any specific patient result, however indicated a shift in the results amongst the population when processed with the architect (95 - 115 mmol/l) in comparison to another method (120 - 145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed several troubleshooting procedures including part replacement. A definitive part was not identified as the likely cause of the issue. A review of service history for the architect c8000 serial number c801039 revealed no additional erratic or discrepant patient results reported for c801039, nor did it identify any contributing factors to the current complaint. Review of tracking and trending for the architect c8000 serial number c801039 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c8000 serial number (B)(6) was identified.